Manufacturer narrative:
Corrected data provided in b.5. And h.6. The manufacturer internal reference number is:(B)(4).

Event description:
Initially dysphotopsia was reported as well.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: information was provided that indicated the use of a qualified cartridge and viscoelastic with a non-qualified handpiece. The product investigation could not identify a root cause for the reported event. The diopter of the replacement lens was not provided. The explanted lens was not returned to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately two years after an intraocular lens (iol) was implanted, it was exchanged for another lens due to the patient was seeing "rings" around lights. Additional information was requested.